Manufacturer narrative:
As no product is to be returned and no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the hospital that this pacemaker exhibited noise on the electrograms. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant discussed that the electrograms were not included in the submitted data so the reported noise could not be analyzed. The data did show that the pacing impedance measurements on the non-boston scientific right ventricular (rv) lead have been around 200 ohms and the intrinsic amplitude is low. In addition, the arrhythmia logbook has recorded numerous ventricular tachycardia and non-sustained ventricular tachycardia episodes. A review of the available electrograms noted that there was noise that was causing oversensing and subsequent pacing inhibition for more than two seconds. This information could potential indicate a lead integrity issue; however, this cannot be verified without further information. Additional troubleshooting was discussed. Additional information was later received that a new pacemaker system was implanted on the patient's right side. The pacemaker is no longer in use and still remains in the patient. No additional adverse patient effects were reported.